Event description:
A healthcare facility in (B)(6) reported that the case of an rd900 neopuff infant resuscitator was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been returned to the complainant's distributor for evaluation and service. Fisher & paykel healthcare will provide a follow-up report upon completion of device service and completion of our investigation.